Manufacturer narrative:
Correction: the investigation clarified that the damage to the hub was a cosmetic defect that does not affect the usability of the device and would not have any impact on the device use. This MDR# 1920898-2021-01047 should be considered cancelled as it was not a reportable defect.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in had product damage issues. The following information was provided by the initial reporter : it was reported that the hub was damaged.

Manufacturer narrative:
Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check owing to an unknown lot number for this event. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Samples returned - customer returned a single 0.5ml syringe. The syringe¿s needle was bent at its base at a slight angle. This may be the result of forces on the needle when it was in use. No other damage to the syringe was found, including its hub. CAPA/sa - based on the above investigation no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd syringe 0.5ml 29ga 1/2in had product damage issues. The following information was provided by the initial reporter : it was reported that the hub was damaged.